Event description:
Date of implant: in 2006. It was reported that a pt underwent a spinal fusion with instrumentation at levels c7-t1. Approximately 2 weeks post-op, the patient underwent revision surgery, due to the fact that the "inferior lateral port disconnected from the strut resulting in the construct sliding posteriorly into the spinal canal". No patient complications were reported.

Manufacturer narrative:
Device has been explanted and returned to the manufacturer, therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that both end caps were engaged with the center strut and both had very small amounts of relative movement between themselves and the center strut. Pressure was applied from the posterior of the 11mm end cap (to stimulate forces experienced during stimulation) and a small amount of force was required to dislodge the end cap. Pressure was then applied to the posterior of the 12mm end cap and a moderate amount of force was required to dislodge the end cap. Xrays received show that the 11mm end cap became dislodged and rotated such that the superior surface of the implant protruded posteriorly.